Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing became loose from infusion site. Reportedly, the blood glucose was 371mg/dl at the time of the event. No further information was available.